Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was not working. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Event description:
Additional information received from a consumer (con). It was reported that it was just the patient; they weren't using it right.

Manufacturer narrative:
Removed method, result, and conclusion codes as this event is no longer reportable with the additional information. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that ins is not working. Patient clarified that her ins battery is dead since 3-4 days ago from this report. Patient reported that they tried to connect with recharger and programmer but was not able to connect. Patient last felt stimulation 3-4 days ago. When patient connected to programmer it showed low ins battery. Patient connected with her recharger and verified that she is seeing all coupling boxes shaded and her ins battery is charging the first 1/4. It was recommended that patient charge ins. Issue resolved patient is able to charge ins with full coupling. No further patient symptoms or complications were reported in this event.